Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, 'during procedure, the valve was deployed too aortic (supra annular). The deployment area was heavy calcified. Per medical opinion, the malposition of the first valve was due to poor visibility of the annulus on the fluoroscopy when position the valve prior to deployment.' Per training manual, a coplanar view is critical for correctly positioning and deploying the thv. As such, it is possible that procedural factors (inadequate coplanar view during valve positioning) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of a 23mm edwards sapien 3 transcatheter heart valve in aortic position by transaortic approach. The patient needed coronary bypass and an aortic valve replacement due to severe stenosis. The patient had a porcelain aorta with no possibility of cross clamping. A beating heart coronary bypass was done, and a direct aortic valve placement was then performed. The case was not done in the hybrid room and imaging was performed with a portable c-arm will limited visualization and tee. During the procedure, the valve was deployed too aortic (supra annular). The deployment area was heavy calcified. After deployment, the native valve leaflets were showing and moving on echo. Also, there was mild paravalvular leak (pvl). A second valve was crimped and implanted in the first one. The first valve was obstructing the vein graft done previously, therefore, a new segment of a saphenous vein was taken from the leg and a new bypass was done. The patient was stable. As per medical opinion, the malposition of the first valve was due to poor visibility of the annulus on the fluoroscopy when positioning the valve prior to deployment. As per medical opinion, the reason of the obstruction was not clear, but could have been caused by the leaflets.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.